Event description:
It was reported by svc report that the head section load wheel casting was broken. The customer could not determine if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Load wheel casting.